Event description:
It was reported that the surgeon had recently use the device on a patient for a low bulky colectomy. The stapler was used to do distal transact of the bowel. Patient was later discharged, but has recently come back due to a anastomotic leak. There was no malfunction of the device during the operation. The anastomosis appeared intact upon return. The patient was given a temporary colostomy. The patient is currently recovering. The other instrument use for the end to end anastomosis is ceea.

Manufacturer narrative:
Date sent: 03/13/2008. Information is unavailable; device was not returned for evaluation.